Event description:
Initial reporter indicated that "they could not communicate with the pt's device." Reported "physician is very good with vns". He stated "he did all the troubleshooting, and even used another physician's handheld computer and could not get any communication. He does not feel the pt's vns generator should be at end of battery life." Additionally, it was reported "the pt has had more seizures, but below baseline." The pt had "a bad fall" a few weeks back and the physician thinks it might have damaged the device." The pt had their generator replaced and is pending another surgery date for a full revision. A malfunction is suspected against the generator. The explanted generator is at the MFR pending analysis completion. Good faith attempts have been made at the site for add'l info.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.